Event description:
It was reported that the patient had pump and catheter replaced due to lack of drug effect and underdosing. A volume discrepancy was noted. The hcp was concerned about possible catheter damage or blockage. There was no patient injury. The patient recovered without sequela.